Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not energize. The procedure was completed with no reported injury.

Manufacturer narrative:
The force bipolar instrument was further evaluated by failure analysis engineer (fae). Initial findings were confirmed. The instrument failed continuity and exhibited insulation damage with exposed wire but the wire did not appear to be fully broken. The instrument was disassembled, and the wire was cut just behind the wrist of the instrument. Continuity was tested and continued to fail between the cut wire and the grips. The clevis pin was removed to disassemble the grips and further inspect the conductor wire. Upon doing so, it was found that the conductor wire was pinched indicating a broken conductor wire next to the grip tang. There was additional damaged insulation where the conductor wire wraps around the clevis pin that also had exposed wire. The probable root cause of a broken conductor wire is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.